Event description:
While transferring resident from her bed to her wheelchair by lifter with the assistance of two (2) co-workers lifter gave way and resident fell to floor on her left side. No test required. Resident evaluated at emergency room.